Event description:
This ra lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2011 due to no capture or sensing. The physician was dr. (B)(6) at (B)(6) center in (B)(6), ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).